Manufacturer narrative:
The device has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas alleging the patient¿s blood glucose that day above 400 mg/dl and below 500 mg/dl large ketones and vomiting. The reporter noted the patient was hospitalized and treated with intravenous fluids and the pump¿s settings were not recently changed. It was reported that the pump emitted frequent and persistent occlusion alarms. During troubleshooting, it was reported the pump¿s occlusion-sensitivity setting was set to high. Reportedly, the cartridge was able to be manually primed, primed via the pump¿s prime sequence, and the pump was able to deliver a bolus without an occlusion alarm. The reporter was instructed to adjust the pump¿s occlusion-sensitivity setting. The pump is being replaced due to healthcare provider insistence. This complaint is being reported because the reported health event was attributed to an alleged pump malfunction.